Event description:
Boston scientific crm received information that this implantable defibrillation lead dislodged. The pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service without additional complication. Should additional information become available, this event will be updated.